Event description:
It was reported that the pt experienced pain from the implantable neurostimulator (ins) in their hip while stimulation is turned on. Because of the pain the pt has had to turn off the ins. The pt reported falling "straight on their butt" and at a later time on their back. The pt stated that the pain in their hip started before their fall. The pain was described as being at the lead location. Add'l info has been requested, but was not available as of the date of this report.